Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.